Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. It was noted that upon interrogation, after an alert for elective replacement indicator: eri alert, all notifications were turned off. No patient symptoms or intervention was reported.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018 due to reaching elective replacement indicator. The patient's condition was stable prior, during and post procedure; there were no issues noted.

Manufacturer narrative:
The reported field event of diagnostic anomalies was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Analysis of the device image indicated the device had reached elective replacement indicator - eri level in the field due to high output settings. All alerts and patient notifier were triggered and delivered as expected. When eri occurs, device is entering power-save mode to conserve battery energy. In this mode, the alert notification will be greyed out, un-programmable and appeared to be off but the alert notification and patient notifier continues to function normally.